Event description:
Newborn ICU rn complained that since the switch from the phytonadione vials to the ims, ltd. Prefilled syringes, the babies seem to experience more pain. When they were using the vials, they would draw up the medicine themselves and use a smaller needle than what is provided with the prefilled syringe. She has noticed that many times babies cry for several minutes after the injection. She explained that when she used a tb syringe with a 25 gauge needle, the needle went in easily and the pressure needed to push the phytonadione was minimal, as opposed to the needle provided with the prefilled syringe which seems dull, hard to introduce and a lot of pressure is needed to push the contents.